Manufacturer narrative:
Evaluation summary attached: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure, thus leading to the gap at the coaptation region. No visible inconsistencies were noted in the x-ray as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Method: x-ray. Additional manufacturer narrative: conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted 7 days post operatively due to regurgitation. Per the surgeon's report: "severe regurgitation, 4 days post-op., prosthetic regurgitation after operation." Discharge letter provided states under findings: "all sutures were intact, there was no obvious defect in the valve, though on close inspection, the leaflet between 6 o'clock & 10 o'clock positions was retracted, no sutures were seen going around the sent posts."